Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process since (B)(6) 2016. Customer reported blood glucose (bg) level was 200-300 (mg/dl). Correction bolus via the pump was delivered to address bg level. In addition, the customer received a cartridge alarm (cartridge alarm 19) during basal delivery on the night of the call ((B)(6) 2017). Customer reported blood glucose level was 231 (mg/dl). The customer attempted to load multiple new cartridges onto the pump but the were unable to due to the continued cartridge alarms. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.